Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. No log data available for review. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "no log data available for review. Confirmation of the allegation and root cause could not be determined."

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.